Manufacturer narrative:
Correction section a2: patient age was incorrectly reported and should have been reported as 62 instead of 63.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During pocket closure, the right atrial (ra) lead exhibited noise over-sensing. The physician elected to explant and replace the ra lead. The patient was in stable condition.